Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was in 54 mg/dl at the time of the incident. The customer¿s other blood glucose was 275 mg/dl and was treated using insulin pump for bolusing. The customer reported having wasted sensors. The sensor was going through a whole sensor updating process. The customer received a sensor updating/sensor glucose value not available alert but did not receive calibration not accepted alert. The device will not be returned for analysis.